Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient was possibly overdischarged. The patient reported that they have always had poor coupling with recharging and now their ins was dead and the pain was getting unbearable. The patient was not able to communicate with the patient programmer (pp) or the ins recharger (insr). The patient reported the last time they had stimulation was 2 weeks ago and the last successful charge was 1.5 months ago. The patient stated they got it to charge with good coupling at a visit after implant but they could never get it to work at home. The patient stated that they have to hold the antenna with their hand and put the belt over it just to be pressed against the battery; but if they sit up, the belt will flipup. The patient stated now the insr was not communicating with the implant at all because of the possible overdischarge. A new antenna and adhesive discs were sent the patient. The patient was redirected to their healthcare professional (hcp) for the potential overdischarge. Additional information received from the rep reported that the patient had a pocket revision on (B)(6) 2017- because the ins was moving and flipping in the pocket. Following the pocket revision the rep reported that there was a por message on the ins recharger. It was noted that the ins was discharged but not in od. The clinician programmer was unable to communicate with the ins and showed a "charge now" message on the screen. The rep was advised to pass por on the ins recharger and charge normally until full. No further complications were reported.